Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025, after noticing their ilet touchscreen was unresponsive, they experienced prolonged hyperglycemia and feeling sleepy. The ilet displayed a blood glucose (bg) of 404mg/dl. The user did not receive professional medical intervention, but initiated backup therapy using 14 units of humalog. The user did not perform ketone testing and did not report other immediate interventions. They believed the event may have been related to the touchscreen failure preventing insulin delivery adjustments. No severe long-term health effects were reported. The ilet device was replaced, and the user was advised on shipping, startup, and data procedures.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.